Event description:
Case 4 of 4. Dr had a total of four explants for inflammatory responses and pain. All patients were female. In the four explant cases: there was no ongrowth of the artelon to the bone; dr believes micro motion caused the implant to not adhere to the trapezium in all cases that were eventually explanted.

Manufacturer narrative:
Investigation not possible, due to limited information.